Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's right ventricular (rv) lead was found to have over-sensing of noise on one rv lead channel and signal artifact due to myopotentials on the other rv lead channel. Corrective programming changes were made. The patient was asymptomatic and stable throughout.